Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating the tab on the mounting hardware for the drive wheel is broken and the bolt keeps getting loose.